Event description:
It was reported that during insertion of the intra-aortic balloon (iab), the customer could not insert the guidewire. They also stated that the pressure bag and flush tubing was hard to flush. A new iab was used without further issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. A kink was found on the inner lumen within the membrane approximately 12.7cm from the iab tip. The technician attempted to insert a laboratory 0.025¿ guidewire through the inner lumen and resistance was felt at the kinked locations. The condition of the iab as received indicated a kink on the inner lumen. A kink in the inner lumen can cause difficulty during insertion of the guide wire and unable to flush. We are unable to determine when the kinks may have occurred. The evaluation confirmed the reported difficulty to insert the guidewire and unable to flush. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).